Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer declined further follow-up from technical support and no additional information regarding the outcome of the event was obtained.